Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was restored to normal function. The patient informed that after use of a massage device in the shoulder area, she heard beeps, unaware of it being the patient notifier.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.